Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently customer experienced low blood glucose (bg values not provided). Contact alleged pump was not delivering insulin properly. Tandem technical support reviewed pump data and found the pump was functioning as expected. However, one time segment for the carbohydrate ratio setting was set to 1 unit: 10 grams versus the other times were set to 1 unit: 22 grams. Contact confirmed the settings were correct and acknowledged that the different setting may be the cause of the low bg. Reportedly, the contact discussed the carbohydrate ratio setting with a healthcare provider.